Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350 investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this coyote device was examined. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the guidewire lumen. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unintended use error caused or contributed to event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 8 atmospheres. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event. It was reported that the device appeared to have ruptured while attempting to dilate the calcified portion of the below the knee lesion.

Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 8 atmospheres. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 8 atmospheres. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event. It was reported that the device appeared to have ruptured while attempting to dilate the calcified portion of the below-knee lesion.